Event description:
During a laparoscopic cholecystectomy, the physician discovered the ring dislodged, falling into patient. The ring was removed from the patient.

Manufacturer narrative:
A review of our complaint database did not reveal any similarly reported complaints. The user facility has indicated the subject device will be returned. As of this report, it has not yet been received. Upon receipt of the device and completion of the investigation, the report will be supplemented as appropriate. (B)(4).